Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability and the device history records were not possible as the reference and lot number of the device are not available. From the only information provided from the survey report, the review of this case with the project manager and the recurrence of this type of event for this implant, the investigation found that the root cause of this issue is undetermined . The surgeon indicated that there are no relation between the event and the device. The investigation found no evidence to indicate a device issue. Root cause cannot be determined and based on the surgeon opinion not related to the device . If additional information were received that allow to draw a conclusion about this case , another report will be sent.

Event description:
Mobi-c p&f us : revision due to pain and non-fusion. From information provided by the reporter via information collected from the annual mobi-c enhanced surveillance survey, the surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Patient diagnosis pre-implantation: cervical spondylosis with myelopathy and radiculopathy. Surgeon reported instability/pseudoarthrosis (non-fusion) & progressive listhesis and pain. The reference and lot number of the device were not communicated.